Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload from the pan side inside of a plastic bag and appears to be the sled partially advanced. The photo also shows a label is attached outside of the bag with the ecr60b product code, 283a98 batch number and 2026-04-30 expiration date. Based on the photo review, the event describe could is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the surgery, after fired, noted some staples malformed with irregular shape. Changed another one to continue the surgery, the same problem happened again. Used suture to oversew. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload from the pan side inside of a plastic bag and appears to be the sled partially advanced. The photo also shows a label is attached outside of the bag with the ecr60b product code, 283a98 batch number and 2026-04-30 expiration date. No conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2022. D4: batch# 236a16. H6: component code: g06. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, 1 staple was noted to be missing along the staple line, this staple does not create a fluid path. No conclusion could be reached on what may have caused the missing staple. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.